Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular exhibited high capture thresholds, the lead was fractured and confirmed via chest x-ray. The lead was capped and replaced on (B)(6) 2016. The patient did not experience any symptoms or events.